Manufacturer narrative:
Other relevant device(s) are: brand name: (B)(6). Model #: mc1avr1-delsys / expiration date: 28-mar-2023/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 18-nov-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced perforation, tamponade and pericardial effusion. A drain was used and the leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.